Event description:
It was reported that during the procedure for treatment of an unspecified heavily tortuous, mildly calcified, coronary artery, a 3.0x20 rx trek dilatation catheter was advanced to the target site with resistance due to the anatomy. The balloon was inflated and ruptured at 17 atmospheres. The device was withdrawn from the anatomy and another trek dilatation catheter was used successfully to complete dilatation. A xience v stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, the device was prepped inside the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp); incorrect preparation; against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the returned device analysis found that the balloon was not ruptured and the hypotube was separated. Additional reported information indicates that the physician could not confirm when the hypotube separation occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, the kink was confirmed and had separated. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instruction for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over-pressurization. Because it was reported that the device was advanced against resistance, it should also be noted that the IFU (warning section) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Additionally, it was reported that the device was prepped inside the anatomy, it should be noted that the IFU (preparation for use section) instructs: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.